Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type; catheter. (B)(4).

Manufacturer narrative:
Analysis revealed this pump had an infusion accuracy test failure. Overinfusion was noted however, the root cause was not determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Conclusion code was updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient attended their follow up and a normal refill process took place. The next appointment for a refill was to be in three to four months; however, two or three weeks later, the patient felt ¿hypo perfusion symptoms¿, and was sent back to the pain unit. The health care provider (hcp) read the data from the pump and there were no alarms. The hcp checked the volume of the reservoir but this was empty; therefore, the hcp performed an x-ray, and they refilled the pump again. It was noted that from the x-ray, the hcp did not see the catheter. The hcp subsequently stopped the pump and sent the patient to the hospital and noted the pump was not working and the catheter was out. The hcp at the hospital reviewed the pump in the operation room and checked the catheter with radiological contrast and the catheter was in the intrathecal space, but was in a retrograde place. The pump had to be explanted because the patient took more than 48 hours to go to the hospital so it was ¿impossible to recover the motor stall¿. It was thought that at the first refill, the drugs were put outside the reservoir, so when the patient went back to the pain unit they had hypo perfusion symptoms but the reservoir was empty. A refill problem was suspected. The hcp asked to have the pump checked. It was noted the product issue was resolved and the cause of the issue was not determined. The pump was replaced. The patient status at the time of the report was alive no injury, and the patient¿s symptoms of hypo perfusion were controlled with oral medications. The pump system was being used to deliver morphine at a concentration of 1.9mg/ml, prialt at a concentration of 11.7mcg/ml, and bupivacaine at a concentration of 5.9mg/ml.